Manufacturer narrative:
Initial testing was done at the user facility by a field service engineer on (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device battery was swollen. The device was returned to the biomedical department for a report of alarms low battery. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.